Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that the device will not be repaired. The customer advised that the device has been permanently removed from service and will be scrapped. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not complete the boot-up process.  The device will just remain on the initial self-test screen. There was no patient use associated with the reported event.